Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-13487. The patient has two leads from different lot numbers, reporting on both. It was reported the patient¿s stimulation had nauseated her and was not addressing her pain. Follow-up info identified the patient was still feeling nauseous when the stimulation is on. She also stated her pain is worse since she was implanted with the scs system. The patient wants to have her system explanted follow-up pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.